Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She stated that she removed her tampon and four days later experienced cramping, odor and vaginal discharge. She visited her physician, who found a small piece of the tampon in her vagina. Her physician removed the remaining pieces and prescribed her cream for infection.